Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensors. The customer states two out of their three sensors had damaged or retracted cannulas. The customer is being sent out replacement sensors.

Manufacturer narrative:
Reliability analysis inspected two opened/used sensors and performed visual inspection and found both sensor cannulas bent. Unable to confirm that the customer received the sensors in said condition due to the product being returned opened/used.